Event description:
It was reported that they were planning on putting a battery back in at a later date. It was noted that pocket was swollen.

Manufacturer narrative:
Product ID, 39565-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: na. Product type lead, product ID, 37754 serial# (B)(4), product type recharger, product ID, 37744 serial# (B)(4), product type programmer, patient, product ID, 3550-p4 n313927, implanted: 2012 (B)(6), product type accessory, product ID, 3550-39 lot# n310205, implanted: 2012 (B)(6), product type accessory. (B)(4).

Event description:
It was reported that the patients pocket was infected and painful; the onset date was unknown. The battery was removed on an unknown date and the physician also placed closed boots on the lead. Additional information was requested, if it is available, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).